Event description:
The customer reported to olympus, the visera elite video system center had no image, operations did not work. The issue was found during pre-use inspection. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the battery on the circuit board ran out. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty converter. The fault likely occurred because of an accidental failure which resulted from repetitive/long-term use. The exact cause of the fault was not determined. Olympus will continue to monitor field performance for this device.